Event description:
User receiving high creatinine results for one pt sample. Initial result gave 8.93 mg per dl. Sample repeated twice giving 1.68 and 1.66 mg per dl. No erroneous results were reported.

Manufacturer narrative:
The field service rep was unable to reproduce the issue, and the instrument had no other failures. Additionally noted he checked the stirrer paddles, reagent and sample probe alignments and verified cell rinse mechanism fluid adjustments. He performed a mechanisms check and precision study. Calibration and controls were run.